Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the programmer was interrogating and programming normally. It was also noted that there was a noisy power supply fan, a noisy system fan and the printer was making noise. (B)(4): the initial report of oversensing could not be confirmed, the analyzer was analyzed and no anomalies were found.

Event description:
It was reported the programmer was unable to interrogate a device. Three different programmer rf (radio-frequency) heads were tried. The analyzer was also reported to be oversensing. No patient complications were reported as a result of this event.